Event description:
We have experienced a failure rate of the dilon copilot video laryngoscope displays of well over 50%, and a failure rate of the handles that go with them that approaches 50%. Currently, 26 of the 44 displays we received two and a half years ago have either been sent back for repair or are awaiting return. Many have been repaired and returned already, with some of those breaking again. Only three displays have ever shown external signs of physical damage. Dilon admitted to us that an internal connection was not properly soldered in these devices but did not ever arrange to replace or repair the devices that had not been returned already. They are now requiring us to pay to have any other devices that need repair to be assessed. Pt code: 4582. Device codes: 1069, 1371. Ref reports: mw5181479, mw5181480, mw5181481, mw5181482, mw5181483, mw5181484, mw5181485, mw5181486, mw5181487, mw5181488, mw5181489, mw5181490, mw5181491, mw5181492, mw5181493, mw5181494, mw5181495, mw5181496, mw5181497, mw5181498, mw5181499, mw5181501, mw5181502, mw5181503, mw5181504.